Manufacturer narrative:
Engineering evaluation noted that the revision was likely the result of one or more screw caps detaching from the tibial tray upon implantation, which prevented the tibial insert from fully seating and led to micromotion and backside wear over time.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components due to osteolysis and wear.